Event description:
During a coronary drug eluting stenting treatment procedure balloon deflation difficulties were encountered. In 2005 the pt presented, on an elective basis, with acute coronary syndrome. The pt had verbalized having a dull chest pain at a level of 5 on a scale from 1-10. The pt was taken to the cardiac catheterization lab where the right femoral artery was accessed. Prior to the procedure a kink was noticed in the distal shaft proximal to the balloon by the fellow. The attending physician gave the permission for the stent to be used. Theere was no pre-dilation of the non-tortuous, non-calified, 80% stenosed lesion located in the left anterior descending artery (lad). A bifurcated lesion had been targeted for this procedure. A crush stent tchnique was used as a taxus express2 3.0 x 20 mm stent was placed (but not deployed) in the diagonal artery (dx). Then the taxus express2 2.75 x 20 mm stent was placed through the same guide catheter was placed (but not deployed) in the lad. The stent in the dx was successfully deployed and not removed. During the balloon inflation the pt complained of chest pain rated at 8/10. The stent in the lad was successfully deployed but would not deflate. The pt continued to complain of chest pain, had st elevations and the blood pressure dropped to 72 systolic. The physician pushed the guide into the lad next to the balloon and pulled the balloon into the guide and then removed the stent delivery system as a unit. The balloon is presumed to have been partially deflated for the removal. The pt's EKG and blood pressure returned to baseline. A kissing-technique was used to post-dilate the lad/dx with a 3.0 x 15 mm quantum maverick and a 2.5 x 15 mm maverick2 balloons. There were no further pt complications and the pt rated their pain level at 0/10 following the procedure.